Manufacturer narrative:
Two opened trocar assemblies, 1 opened trocar handle/blade assembly with tip protector, and 1 opened trocar cannula/hub assembly were received for evaluation. The trocar blades were visually inspected and were found to be nonconforming. Sample 1 and 2 had damaged tips and sample 3 had a damaged tip and a damaged cutting edge. Penetration testing could not be performed due to the damage of the sample. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. Any nonconformances, such as damaged tips and damaged cutting edge, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the trocar could not be inserted into the patient's eye during surgery as the blade was dull. The product was replaced and the procedure was completed. There was no patient harm.